Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number:1627487-2018-13377. It was reported that the patient required and MRI for an unrelated medical event. Multiple attempts were made to place the ipg to MRI mode but to no avail. Diagnostics revealed low impedances on the lead contacts. As a result, surgical intervention was undertaken on (B)(6) 2018 for the patient to have an MRI and multiple tests.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2018-13377.